Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted at a unknown date due to pocket site infection. The patient was reportedly treated with antibiotics. In addition, the patient was implanted with a new ipg on (B)(6) 2018 indicating the infection had resolved.